Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image occurred due to patient board set failure. It is likely that the cause of the patient set board failure may be an effect by design change of operator amplifier of dr board before countermeasure, or there is a possibility that the image was not displayed due to occurrence of connection failure with video connector. There has since been a design change to prevent reoccurrence. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the device evaluation found that the no image issue was caused by a faulty printed circuit board. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center has not been able to be used with the 160 series scopes because when they are plugged in you get wavy lines / the image is all black, and there was no image. The issue was found during preparation for use and there were no reports of patient harm.